Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 close all clamps of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the inside the door. The patient did not believe fluid was leaking from the cassette. The cycler had prompted with a "notice: draining slowly" message and dl drain line is blocked message prior to the leak. The patient stated treatment was able to be completed after the drain bags were separated. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler the next day and to call if any issues were encountered. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 close all clamps of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the inside the door. The patient did not believe fluid was leaking from the cassette. The cycler had prompted with a "notice: draining slowly" message and dl drain line is blocked message prior to the leak. The patient stated treatment was able to be completed after the drain bags were separated. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler the next day and to call if any issues were encountered. Additional information was requested but was not received to date.